Event description:
Manufacturer received implant warranty and registration card for patient indicating that patient's entire vns therapy system was replaced due to an infection. Good faith attempts to obtain further information have been made.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the pulse generator and lead confirmed sterilization of the devices prior to distribution. Vns therapy lists infection as a potential adverse event, related to surgery.

Event description:
Follow up showed that the device was explanted and later re-implanted, therefore the explant date cannot be the implant date. Based on this information the explant date remains unknown at this time.